Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a small pericardial effusion, and the procedure was cancelled due to challenging patient anatomy. During a left atrial appendage closure (laac) procedure to treat atrial fibrillation, it was noted that the patient had challenging "chicken wing" anatomy. The septum was floppy making for a tough transseptal. After first deployment of a 31mm device, a small pericardial effusion was noted less than 1cm. The patient was stable, and the procedure was continued. Another 31mm device was attempted, and finally another tsp puncture was done and a 27mm device was attempted. The effusion and patient remained stable, however eventually the case was aborted due to the challenging anatomy. No interventions were performed. Transesophageal echocardiography (tte) post procedure showed no change. The patient was admitted to the hospital for monitoring and expected to fully recover.

Event description:
It was reported that the patient experienced a small pericardial effusion, and the procedure was cancelled due to the inability to perform transseptal puncture. During a left atrial appendage closure (laac) procedure to treat atrial fibrillation, it was noted that the patient had challenging (chicken wing) anatomy. The septum was floppy making for a tough transseptal. After first deployment of a 31mm device, a small pericardial effusion was noted less than 1cm. The patient was stable, and the procedure was continued. Another 31mm device was attempted, and finally another tsp puncture was done and a 27mm device was attempted. The effusion and patient remained stable, however eventually the case was aborted due to the challenging anatomy. No interventions were performed. Transesophageal echocardiography (tte) post procedure showed no change. The patient was admitted to the hospital for monitoring and expected to fully recover.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.